Manufacturer narrative:
There was no sample returned for eval. There was no product lot number identified with this complaint; therefore, a lot history review could not be conducted. Because the I/a handpiece sample was not returned and no lot information was provided, the root cause of the complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that five pts were symptomatic of tass (toxic anterior segment syndrome) following cataract surgery. All pts were treated with steroids and noted to be doing well and recovering. Additional information has been requested.